Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: b1, h1 = upon return of the complaint device and completion of the investigation, it was determined that the damage to the hub occurred when the user attempted to find and remove the shipping stylet from the balloon catheter. The reporter indicated that the hub broke when the user ¿investigated the product.¿ although the user was reportedly unable to locate the stylet, upon return of the device, the shipping stylet exited from the distal tip of the catheter and was visible in the hub; however, the stylet could not be removed from the catheter. Because the stylet is in the wire lumen, an inability to remove the stylet renders the device unusable, as the device could not be flushed or advanced over a wire guide. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that an inability to remove the shipping stylet would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a ¿ additional common name: lit catheter, angioplasty, peripheral, transluminal. D2b ¿ additional product code: lit. E1 - customer (person): postal code: 7030, phone: (B)(6). E3 ¿ occupation: radiologist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that prior to patient contact for an unspecified below the knee (btk) procedure, an advance micro ¿ 14 ultra low-profile pta balloon catheter hub was broken and would not flush. The user could not locate the transport wire in the device when attempting to flush the device. Per the reporter, it is believed that the hub was broken while the user investigated the product. Another unspecified balloon, where the transport wire could be located, was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.